Manufacturer narrative:
(B)(4). It was noted that the device was retained by the explanting hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went into atrial fibrillation (af) with rapid ventricular response. The device delivered quick convert, which put the patient into ventricular fibrillation (vf) and a shock was delivered. The shock impedance measurement with the shock was 139 ohms. The device was later explanted and replaced. No additional adverse patient effects were reported.